Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The absorber canister was replaced to resolve the reported issue. No patient information available.

Event description:
The hospital reported a leak that caused a loss of mechanical ventilation. The patient was manually ventilated and case resumed. There was no report of patient injury.